Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission revealed the left ventricular lead exhibited low impedance and loss of capture. The patient was brought into the clinic and confirmed the lead exhibited loss of capture. On (B)(6) 2016 the lead was attempted to be repositioned but was unsuccessful. The lead was explanted and not replaced. The patient was fine.